Event description:
It was reported that during unpacking, the proximal shaft of the nc trek 3.5 x 15 mm was noted to be separated. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned nc trek catheter found no blood or contrast visible. The balloon was tightly folded. The hypotube was separated at the distal end of the strain relief tubing, confirming the reported separation. The fracture face was ovaled as if kinked prior to separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely that the hypotube was inadvertently handled during removal from the packaging, resulting in the hypotube kinking. Further manipulation would have caused the hypotube to separate. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.